Manufacturer narrative:
Nevro is awaiting for the return of the device. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient began to experience chest, side and leg pain following a vacation. The stimulation was turned off and the symptoms subsided. The discomfort returned when the stimulation was turned back on. There were no abnormalities observed with the device and programming. The device was explanted.

Manufacturer narrative:
The device was returned and analyzed. The device was subjected to visual inspection and functional tests. No issues could be found with the device or its output that could explain the reported complaint. Review of the patient's diagnostic data also showed no evidence of a device malfunction. The investigation concluded that the ipg had exhibited normal functionality.